Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, the reported symptom of "ec 345" was not reproduced. A review of the event history log revealed multiple occurrences of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.